Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g7 sensor and, upon cgm activation, the ilet delivered just over 5 units within the first 10 minutes and continued adjusted basal delivery while cgm readings were high; subsequent fingerstick measurements were 535 mg/dl and then 488 mg/dl after handwashing, with the cgm then trending downward and insulin on board of 14.73 units, followed by return of glucose to target range by the next day. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization and resolution with continued therapy. Investigation included review of blood glucose logs and follow-up assessments. Investigation of this case revealed no device malfunction identified and a cause that remained unclear, with possible sensor transition effects considered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.